Event description:
A home patient reported a homechoice set, which had a hole in the cassette. The hole was noted during priming. The home patient discarded the cassette and started over with new supplies. Baxter's technical service center was contacted. No patient injury or medical intervention was associated with this report per the home patient.